Manufacturer narrative:
Lot unknown (3): device not returned; lot unknown (1): manufacture date 22 september 2022, device returned 12 april 2023; lot b153735 (1): device returned 12 april 2023.

Event description:
This record is a consolidation of q1 2023 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures five instances of intraoperative es2 le nitiniol kwire tip fracture.

Event description:
This record is a consolidation of q1 2023 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures five instances of intraoperative es2 le nitiniol kwire tip fracture.

Manufacturer narrative:
Lot unknown (3): device not returned. Lot unknown (2): device returned 12 april 2023.